Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope air/water tube was viscous clogged and after the air/water channel was disassembled from the control section, it was found the viscous can be passed out when the brush was inserted from the distal end. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope auxiliary tube was found clogged due to insufficient cleaning. The event occurred after an unknown diagnostic procedure. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water channel was clogged with a viscous foreign matter. The foreign matter was unable to be identified. Olympus will continue to monitor field performance for this device.